Manufacturer narrative:
On 4-sep-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The hemostatic valve of the vizigo was physically damaged and wouldn't close properly. The valve of the vizigo was physically damaged and wouldn't close properly. Thus there was a blood was leaking backward. The physician inserted the dilatator straight into the valve without any angle. There were no patient consequences reported. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device [00001656] number, and no internal actions related to the reported complaint condition were identified. Due to the conditions of the hemostatic valve, an internal action was opened. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The hemostatic valve of the vizigo was physically damaged and wouldn't close properly. The valve of the vizigo was physically damaged and wouldn't close properly. Thus there was a blood was leaking backward. The physician inserted the dilatator straight into the valve without any angle. There were no patient consequences reported. This device is an orientable sheath. It goes up to the heart endovascularly, where it will create a fixed curve. This curve facilitates access to certain areas of the heart. In this sheath is then introduced a catheter or a probe. Here, a radiofrequency catheter was going to be used to perform cardiac ablation. At the time of the introduction of the orientable sheath, a blood leak is observed at the level of the anti-reflux valve. The healthcare team then removed the defective sheath to replace it with a new one. Slight bleeding was observed at the anti-reflux valve but there was no clinical consequences for the patient. The procedure was extended for about 15 minutes. Hemostatic valve separation is MDR-reportable.